Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a display issue - the display dim/fading with a line through the screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #2 date of submission 12/04/2015-correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/14/2014 with the following results: no defect was found. Could not duplicate customer complaint of 'line through display.' Pump powers up and displays verify screen, with no added nor missing lines. On (B)(6) 2014, product analysis added that the dim display was not duplicated in testing, either. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.